Event description:
It was reported that the patient¿s vns was disabled prior to establishing care at the patient¿s current practice, and now the patient reports chest wall pain near where the lead wire is located. The patient is concerned that the pain is due to the vns. It was confirmed that the patient had not experienced any trauma to the vns location. An update was provided that the patient will undergo explant for the discomfort in the chest. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Per the physician, the pain is due to possible irritation around the vns implant, and the surgery referral was for patient comfort only. The patient underwent vns explant surgery. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.